Event description:
Pt involved in motor vehicle accident sometime in mid september 1998. Breast implants were found to be ruptured on 10-12-98. Surgery was performed to remove implants on 10-30-98. Implant material thought to be saline by pt, however upon removal it was discovered that the consistancy was more likely silicone.